Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm and the customer did not know the reason why this occurred. There was no impact to the customer's blood glucose level. Tandem technical support educated about the safety feature can be modified or turned off. The customer acknowledged.

Manufacturer narrative:
.